Manufacturer narrative:
The pump was unable to prime during the prime test due to a missing motor support disk. All operating currents were within specification. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests due to the prime anomaly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a stained end cap sticker and a small crack on the end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump squirted out insulin during manual prime. The customer's blood glucose reading was 126 mg/dl at the time of incident. Troubleshooting found that the piston continued to move forward after insulin squirted out. The customer was advised that the device would be replaced and to return the product for analysis.